Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a battery performance alert was observed. No eri or eol was indicated. The patient was asymptomatic. It was discussed that the algorithm has detected a drop-in battery voltage that is significantly more than anticipated. The physician should consider scheduling the patient for device replacement due to potential early battery depletion. Further information noted that the patient will return for generator change in november because the alert was tripped but the device is not eol. Also, the patient is not dependent and the patient has no history of vt/vf therapy.

Event description:
New information notes that on (B)(6)2018, the device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.